Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review for model 2426-0007 lot number 20026930 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d 3ss cv air in line alarm went off. The following information was provided by the initial reporter: material no: 2426-0007; batch no: 20026930. It was reported that pump alarmed air in line when trying to start pump with tubing.

Manufacturer narrative:
The initial reporter also notified the FDA on 4 may, 2020. Medwatch report # mw5094314 report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 3ss cv air in line alarm went off. The following information was provided by the initial reporter: material no: 2426-0007, batch no: 20026930. It was reported that pump alarmed air in line when trying to start pump with tubing.